Event description:
Alleged when attempting to position the bed into reverse trendelenburg, the bed will briefly move into position and immediately come back out.

Manufacturer narrative:
Repairs have not been completed.